Manufacturer narrative:
The subejct device is not available.

Event description:
It was reported that during the balloon angioplasty procedure the balloon was not able to be deflated, the guidewire had to be withdrawn for deflation. There was no adverse consequences to the patient due to the reported event.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the returned device revealed that the hub of the balloon catheter was noted to be blocked/occluded with solidified contrast media and signs of procedural fluid was noted. A kink was noted in the balloon shaft 7cm distal to the strain relief, likely due to handling. In addition, the distal catheter shaft was proximal to the balloon was noted to be enlarged, the cause of which could not be determined. During function testing due to the catheter block, the distal catheter shaft was cut and the balloon inflated & deflated without any issues. It is likely that both kinks to the catheter shaft and occlusion to the balloon catheter are potential root causes for the as reported difficulty to deflate, however it cannot be determined if these procedural fluids were solidified during the clinical procedure. Therefore, an assignable cause of procedural factors will be assigned to the as observed balloon catheter blockage and the reported deflation issue, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the balloon angioplasty procedure the balloon was not able to be deflated, the guidewire had to be withdrawn for deflation. There was no adverse consequences to the patient due to the reported event.